Event description:
Caller reported a malfunction on pump, displaying malfunction code malf 3. There was no adverse impact to customer's blood glucose level, which did not exceed 500 mg/dl. Customer reverted to multiple daily injections as backup therapy while waiting for pump replacement. Technical support sent an out-of-warranty loaner pump and instructed caller on storage mode and return process, which caller acknowledged. Pump replacement was arranged despite being out of warranty.